Event description:
Revision surgery - the patient fell causing the zimmer cable construct to loosen and the prosthesis to become loose. No infection was noted, the implant was replaced with a lima stem and bilox delta ceramic head (a revision of a revision). The last revision was in (B)(6) 2010, we cannot confirm patient information nor match with dos. The original surgery was performed sometime in 1987.